Event description:
A malfunction on the pump was reported by the caller with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the caller with the process, and advised that the customer could continue using the pump. The caller was instructed to contact technical support again if the malfunction code reoccurred, which it did not after resetting.